Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: north ed has reported 3 instances where the needle would not retract:

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for an additional lot number was provided in this complaint for the same material number. Lot # 3292285 mfg: 2023-10-23 exp: 2026-09-30